Event description:
Twelve hours post treatment with bovine collagen, pt. Experienced swelling to injection sites. This incident is being reported because of patient's history of being treated with oral steroids for hypersensitivity to bovine collagen.